Manufacturer narrative:
No product information has been provided to date. Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had blood backing up into the tubing. When the reporter checked the patient's pump to see the infusion rate, medication could be smelled. The reporter was not sure where the leaking was coming from or if there was leaking, but they think that the pump might have an issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.